Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon had difficulty inserting into the lesion and ruptured at 12atm after passing the lesion. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and the patient was good post procedure.